Event description:
On (B)(6) 2014, the ge avance cs2 (sn: (B)(4)) scavenging system malfunctioned while the machine was in-use on a pt. The cs2 sounded an audible alarm and displayed a "high peep blockage" error on the machine. This alarm was not indicative of the true problem, which was that the vacuum attachment for the waste gas scavenging system had been slightly dislodged from the base of the machine and waste gases were building. The crna who identified the problem, had seen this event occur in industry outside this facility and was only able to identify the problem due to past experiences. There is currently no sensor that detects changes in the scavenging system on the ge avance cs2. Pt surgery was delayed by 25 mins so did receive a longer anesthetic time than required. The company rep was in the operating room at the time and was troubleshooting this problem with staff.